Event description:
Approximately 10 months after heartware lvad implantation. (B)(6) reported an event involving patient and battery ((B)(4)) as follows: ¿status light on charger flashes red when battery is connected.¿ the battery was replaced with one from the hospital¿s stock, and the unit in question was returned to heartware for analysis. No harm or injury to patient was reported as a result of this incident.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. These included clinical event, visual & functional testing and labeling inspection. Thorough external visual inspection of the battery revealed no signs of physical damage, contamination or loose parts inside of the device. Functional testing of the returned battery revealed a defective cell pair capable of reaching an under voltage condition that is likely the cause of the reported event (not charging) described. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.